Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the balloon catheter was inspected, and no visual anomaly or defect was noted. There was no hole or perforation noted. The balloon catheter hub and tip were intact, and no anomaly was noted. During functional inspection, the device was flushed, and a demonstration transend guide wire was advanced through the device to the distal tip without resistance. The demonstration guidewire was passed through the distal tip, and the balloon was inflated and remained inflated for several minutes and subsequently deflated without difficulty. No holes/perforations or leaks were noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device met specification when received for complaint investigation. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. Flush was given when the device was taken out from the dispenser hoop and there was no resistance when taken out of dispenser hoop/protective tube. The entire system was flushed with a saline-contrast mixture. The contrast agent was diluted at 80 percent. The size of concomitantly used guidewire gw was 0.014. After the gw was inserted, the entire system was flushed, and saline-contrast mixture confirmed it was flowed. The defect was not identified at the time of preparation. There was no friction or resistance encountered. No abnormalities such as air, leaks, or poor expansion were found when the balloon was expanded outside the body. A 1cc syringe was used to inflate the balloon in the body. During use in the body, there was no operation that retract the guidewire tip into the catheter. The anatomy was reported to be severely tortuous. Analysis of the returned transform balloon catheter found no visual anomaly or defect. There was no hole or perforation noted. The device was flushed, and a demonstration transend guide wire was advanced through the device to the distal tip without resistance. The demonstration guidewire was passed through the distal tip, and the balloon was inflated and remained inflated for several minutes and subsequently deflated without difficulty. No holes/perforations or leaks were noted. Therefore, the as reported ¿balloon failed to inflate¿ and ¿balloon has hole/perforation during use¿ were not confirmed during product analysis. It is possible the patient¿s severely tortuous anatomy may have contributed to the reported event. Since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event, an assignable cause of not confirmed will be assigned to the as reported ¿balloon failed to inflate¿ and ¿balloon has hole/perforation during use¿. The as analyzed 'device within specifications¿ will be assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during with the balloon assisted coil embolization of internal carotid-posterior communicating ic-pc unruptured aneurysm, subject balloon dilation was confirmed without any issue during the preparation. However, when the subject balloon device was inserted in the body, it did not inflate at all. The device was retrieved from the body, and the balloon was found to have a hole/perforation. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during with the balloon assisted coil embolization of internal carotid-posterior communicating ic-pc unruptured aneurysm, subject balloon dilation was confirmed without any issue during the preparation. However, when the subject balloon device was inserted in the body, it did not inflate at all. The device was retrieved from the body, and the balloon was found to have a hole/perforation. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.